Event description:
It was reported when the device was used during a bowel resection, it would not release from the tissue. The tissue had to be removed with scissors. The case was completed without patient consequence.